Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patient's sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (B)(4). The customer reported that they observed a sars-cov-2 positive for a patient¿s sample. The patient¿s sample was retested on a different platform the thermo fisher taqpath covid-19 assay that generated sars-cov-2 negative results. No harm or injury was indicated patient sample was collected using pharyngeal inoculation samples with biobase inc., med viral transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The positive result was reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
Correction made to indicate that the device evaluation by the manufacturer has been completed. (B)(4).